Manufacturer narrative:
Adverse event (ae) assessment: it is possible the device contributed to this serious adverse event. No medical intervention was required. No device is available for return to the manufacturer to investigate the allegation of the device delivering all the insulin within 5 hours of placement.

Event description:
The patient reported that over the past weekend, a 100% filled v-go device delivered all the insulin within 5 hours of placing on his abdomen and pressing the start button. He was alerted by his continuous glucose monitor (cgm) that his blood sugars were decreasing, rapidly. He felt dizzy, lightheaded and nausea. The lowest blood sugar reading was 29. He treated the serious low blood glucose reading with continuous oral intake of orange juice, blood sugars increased. No medical follow up or treatment was needed.